Manufacturer narrative:
Date received by manufacturer: 09oct2019. Date of report: 09oct2019. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The case was closed out. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the nav-ring is not working. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the nav-ring is not working. There was no patient involvement. Event date not specified; estimate used.